Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cystonephrofiberscope had a problem with the distal sheath, which swelled during pressurization and black water ran out of the operating channel as soon as it was no longer under pressure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, d9 this report is being supplemented to provide additional information based on the final investigation. Despite good faith attempts the cleaning disinfection and sterilization (cds) processes were not shared. The device was returned to olympus for inspection and the reported failure was not confirmed. The device was evaluated where no abnormalities were found that could have led to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.